Manufacturer narrative:
Mfn's report date 08/05/2015. Internal file number: (B)(4). The customer's report of an over infusion was not confirmed. Physical inspection of the device noted no damage or any anomalies. Rate accuracy test was performed and the device was infusing within specification. Log analysis showed an air-in-line alarm recorded on (B)(6) 2015 at 06:59. The event log confirms that the infusion was paused on (B)(6) 2015 at 22:32, the door was opened generating a flo stop open alarm and the door was closed at 22:33. A few seconds later, the infusion was restarted at 2.7ml/h with a vtbi of 90.0ml. The root cause of the customer's report was not identified through log review and no device inaccuracy was found. It is not possible to determine the actual bag volume at the time of the event.

Event description:
An infusion of epoprostenol (veletri) 500mcg/100ml was set to be administered at a rate 2.7 ml per hour via a cvc (central venous catheter). The customer reported that approx 9 hours after the start of the infusion, the clinician noted that the bag had run through. The report suggests that the pt's vital signs were normal during the infusion and their blood pressure only dropped after the bag had run through and whilst waiting for another bag to restart 2 hours later. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.